Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes device evaluated by MFR: the complaint device was returned with the rotawire. The advancer unit and burr unit were received together. The advancer knob was received loosened and in a mid-way position. Rotawire was protruding 1.3cm from the burr. Microscopic and visual examination noted that the annulus of the burr was found to be flared and not round. It is probable that the rotating burr came into contact with the guidewire during the procedure leading to the damaged annulus. An attempt was made to remove the rotawire from the rotalink burr catheter was unsuccessful, due to the kinks in the wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-07329. It was reported that a rotawire detached and became stuck in the tip of the burr. The target lesion was located in the left circumflex (lcx). A 1.25mm rotalink plus and a rotawire were selected to for treatment. During procedure, it was noticed that the rotawire came off and was stuck in the tip of the burr. The procedure was completed with another of the same 1.25mm rotalink plus. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-07329. It was reported that a rotawire detached and became stuck in the tip of the burr. The target lesion was located in the left circumflex (lcx). A 1.25mm rotalink plus and a rotawire were selected to for treatment. During procedure, it was noticed that the rotawire came off and was stuck in the tip of the burr. The procedure was completed with another of the same 1.25mm rotalink plus. No patient complications were reported and the patient's status is good.